Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were not able to adjust their stimulation and their equipment didn't seem to be working right. During the call patient was seeing the reposition antenna screen on the recharger. Patient repositioned the antenna and attempted to charge their implant, but the implant was fully charged. Patient had previously seen full coupling bars when charging, but not now with the ins fully charged. Patient was unable to power the stimulation on; the programmer 'beeped' but the patient was not feeling stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of national answering service (nas) number. Agent reviewed they can call back for assistance with finding a different doctor.